Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2008. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).according to the physician, the patient reported no complications and seemed to be healing well after the procedure.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown, but it was confirmed that the patient was over 18.